Event description:
It was reported that on a remote monitoring transmission, the device displayed the right ventricular (rv) coil, superior vena cava (svc) coil, and left ventricular (lv) pace impedances as out of range (high). It was noted that this is an anomaly with this device when data is displayed remotely. Additionally, it was also noted that there was no optivol reference line. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 5568 implantable pacing lead (B)(6) 2007; 4193 implantable pacing lead (B)(6) 2007. (B)(4).